Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring system data found oversensing of noise on the right ventricular (rv) channel that led to pacing inhibition for this pacemaker dependent patient. Boston scientific technical services (ts) was consulted and discussed that the cardiac resynchronization therapy pacemaker (crt-p) was oversensing the minute ventilation signal. Ts discussed reasons this could occur. Ts also noted that the right atrial (ra) lead daily measurements were programmed on, even though the ra port was plugged. This was leading to a ra impedance measurement of greater than 3000 ohms, and may possibly be a contributor to the oversensing of minute ventilation signal. It was further noted that another manufacturer's rv lead did have intermittent high, but within range, impedance measurements. Ts suggested bringing the patient in and programming off the rate response trend and minute ventilation features along with further evaluation of the system. The crt-p and rv lead remain in service and no adverse patient effects were reported.